Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, evaluation found the coating of the cable unit was peeled off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image noise and no image being displayed were caused by the coating on the cable unit peeling off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for an unspecified procedure, the subject device had no image. The intended procedure was completed successfully without any surgical delay or patient harm.

Event description:
It was reported that during preparation for use for an unspecified procedure, the subject device had no image. The intended procedure was completed successfully without any surgical delay or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.